Event description:
It was reported that the pulse generator exhibited loss of telemetry. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found no telemetry or output due to premature battery depletion. After replacing the battery and downloading the product code, normal function ensued.